Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the error code messages of auto-zeroing of machine and proximal pressure transducers in post failed and pressure regulation high were observed while performing performance verification test (pvt) during annual preventative maintenance. Customer reported that there was no patient involvement.